Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. Reportedly, the patient had been on plavix and baby aspirin. According to the complainant, during the procedure, the stent was successfully deployed, but a portion of the stent was still inside the scope. The stent was then dislodged from its position when the physician retracted the scope. The stent was removed from the patient using rat tooth forceps. While removing the stent, the physician nicked the patient's artery. A laparoscopic procedure was performed to tie off the nicked artery. The patient's condition following the procedure was reported to be stable.